Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a resolute integrity (rx) drug eluting stent. It was reported that the stent was deformed in-vivo during positioning. It was reported that the physician damaged the stent while trying to deliver the stent. No patient injury reported.